Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. In addition, the section of the device with the foreign material remained had no deformation. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope had the hand grip was defective, and the metal was visible on the supply hose. It is unknown when the issue occurred. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. During device inspection it was observed that foreign material adhered to the air/water tube and cylinder. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.